Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2020, a 27mm epic valve was successfully implanted in a patient. On (B)(6) 2023, it was noted that the patient's lab results were consistent with moderate hemolysis. On (B)(6) 2023, a transesophageal echocardiogram was performed and revealed a perivalvular leak (pvl) of the 27mm epic valve. On (B)(6) 2023, the decision was made to implant a 12x3mm amplatzer valvular plug 3 for closure of the pvl. The patient reports intermittent fatigue and dyspnea on exertion at the time of report. The patient is pending a follow up with cardiothoracic surgery to discuss/schedule further intervention. The cause of the pvl is attributed to mitral annular calcification.

Event description:
It was reported that on (B)(6) 2020, a 27mm epic valve was successfully implanted in a patient. On (B)(6) 2023, it was noted that the patient's lab results were consistent with moderate hemolysis. On (B)(6) 2023, a transesophageal echocardiogram was performed and revealed a perivalvular leak (pvl) of the 27mm epic valve. On (B)(6) 2023, the decision was made to implant a 12x3mm amplatzer valvular plug 3 for closure of the pvl. The patient reports intermittent fatigue and dyspnea on exertion at the time of report. The patient is pending a follow up with cardiothoracic surgery to discuss/schedule further intervention. The cause of the pvl is attributed to mitral annular calcification.

Manufacturer narrative:
An event of perivalvular leak was reported. A more comprehensive assessment, including histopathological examination of the valve tissue, could not be performed as the device was not returned for analysis. No implant-related factors could be confirmed as information related to the implant procedure was not provided from the account. Information from the field indicated that the physician believed that the cause of the reported leak was due to the breakdown of annular tissue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.